Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.